Event description:
The facility's biomedical department reported the pump turned off by itself during routine testing. The pump was set up for a one hour accuracy test and turned off after about 30 minutes into the test. No report of patient injury.